Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level increased to 460 mg/dl. Reportedly, the customer changed cartridge and infusion set to address the issue.